Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell two of four. The hp stated that there was a loose connection at a supply bag. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was to finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The system error was confirmed because the home patient stated there was a loose connection at the supply bag, which is a known cause of this type of alarm. The root cause for the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.